Manufacturer narrative:
(B)(4)

Event description:
New information received notes that there was also trending increase in impedance on competitive rv lead. After device and lead replacement, crosstalk was noted at times but was not sensed. Since access was an issue and the patient was in procedure for four hours, physician decided to monitor to see if it becomes an issue. The patient handled the case well and was stable and comfortable before, during and after the procedure.

Manufacturer narrative:
The reported field event of crosstalk, noise and impedance issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the non-dependent asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to crosstalk on the rv channel was observed. There was also noise of large amplitude. Programming changes were made and the issue was solved. Later, episodes of crosstalk were observed again. Possible lead (abrasion) issue causing crosstalk was suspected. The device and rv lead were replaced. Patient remained asymptomatic. The signal was reduced with the replacement but was still present. No further information is available at this time.